Manufacturer narrative:
Results: broken wires on the leads were at the distal end of the anchor and hence cannot be functionally tested. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received a scs system on (B)(6) 2010. It was reported that the doctor replaced the leads because one had migrated and both exhibited invalid impedances. No further information is available at this time.